Event description:
The customer reported the system displayed a reorganization error message and would not complete the boot up process. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.